Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while in use.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g3, g6, h2, h3, h4, h6 health effect ¿ clinical code, component codes, h11 corrected field: d4 unique identifier (UDI) #

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while in use. No patient injury reported.

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h6(type of investigation, investigation findings , health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) found multiple error code 111 in error logs. Replaced executive processor board (0670-00-0770). Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing department received part number: 0670-00-070_s executive processor board serial number:(B)(6) with a reported unit failure of pump shut down while in use. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed part number: 0160-00-0770_s executive processor board serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev. E and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department ran the test for more than 3 hours and was not able to replicate the reported failure experienced by the customer. Sending the executive board to the supplier for further analysis per procedure number (B)(4). Failure analysis received from the supplier for the part. Please see attachment. They stated no defects found. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).